Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg does not communicate with external devices and patient does not have therapy. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: h6 - device code: 3190 has been added. H6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.